Event description:
Hemodialysis pt attended regularly scheduled dialysis treatment. Pre vs 113/57, pulse 64, temp 96.8. At approx 1005 dialysis was initiated via unk tunneled catheter. The venous dialysis blood line was connected to the pt's arterial catheter port and the arterial dialysis line was connected to the pt's venous catheter port. The hemaclip was secured to the venous dialysis blood line and pt's arterial catheter port. Within approx 1 hr pt care staff observed the venous dialysis blood line to be fully disconnected from the pt's arterial catheter port. Minimal drops of blood noted on underpad of catheter, the blood pump was turned off, catheter clamped. Arterial catheter port was aspirated with a syringe, aspiration of blood noted, there was no air or foam. Pt began to complain of dizziness and then became unresponsive. CPR and 911 was initiated. Ems transferred pt to hospital. Pt expired shortly after arrival to ER.